Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted 2014 (B)(6); 4076-52 lead implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that one day after implant, the left ventricular (lv) lead dislodged. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.